Manufacturer narrative:
Visual evaluation of the returned device found no visible failures. An electrical load test was performed and the device tested to be within specification. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the duodenum during a esophagogastroduodenoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure there was no energy conducted through the probe. The procedure was completed with another gold probe using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Reported event of no current would flow through the probe. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the duodenum during a esophagogastroduodenoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure there was no energy conducted through the probe. The procedure was completed with another gold probe using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.